Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is exposed to fluid. The blood glucose reading is 186 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded motor home switch. The insulin pump had moisture damage on the electronic assembly. Unable to complete the functional testing due to motor error alarm. The insulin pump powered up properly after battery insertion. No blank display noted. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.